Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was chosen for a left atrial appendage occlusion (laao) procedure. During procedure, the physician had some difficulty to insert the delivery sheath due to tortuous access. They pushed a lot on the delivery system and the guide wire, it splits the dilator in 2. They confirmed the delivery system had contact with the guidewire before the split tip was noticed. There was no issues noted on the guide wire. A new 14f amplatzer amulet delivery sheath and a 2mm amplatzer guidewire was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of difficulty inserting the delivery sheath due to tortuous access and dilator split in two upon pushing delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from field showed a blurred view of dilator tip being split. Manufacturing engineering reviewed the reported details and deemed the reported event of dilator tip separation issue was related to a potential product quality issue. A CAPA was initiated, the reported event is under further investigation per internal procedures. H6 medical device problem code: code 2920 removed.